Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Samples were not received for the investigation, but a photo was provided. The reported issue could not be confirmed using the provided photo. Because a physical sample was not returned, we were unable to perform a follow up investigation to include a functional evaluation to confirm the reported issue. As a result, the root cause and potential corrective actions could not be identified. This complaint will be closed with no further action; if a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a leakages between the enplus spike and the polyurethane tube.